Event description:
Eusra rf electrode lot# de260303012 leaking and the sheath covering the needle was bent after 5 passes. Taewoong rep, present during procedure. Rep provided second catheter. Second catheter used for another 10 passes.